Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited a great increase of high capture threshold and high pacing impedance. The patients noted that he has been in many falls and has had some physical shuffles with a roommate since then. Lead extraction was discussed however physician elected to for programming changes. The patient was stable and continues to be monitored.